Event description:
It was reported that upon the insertion of the device during an attempted novasure procedure, the physician indicated that he had perforated the uterus. The procedure was abandoned and a perforation was confirmed on post hysteroscopy. No treatment was necessary and the pt was discharged home. On (B)(6) 2011, it was reported that the pt was seen on follow-up and was "fine". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the MFR date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device of the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).